Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found that the velocity delivery microcatheter (velocity) was bent upon removal from the packaging. The damage to the velocity was found prior to use. Therefore, the velocity was not used in the procedure. The procedure was completed using additional microcatheter.

Manufacturer narrative:
Results: the velocity was kinked approximately 5.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a kinked device. If the device is forcefully manipulated at extreme angles during removal from packaging or otherwise mishandled during preparation, damage such as a kink may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.